Event description:
On (B)(4) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ping meter read inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about a week prior to contacting lfs. The patient reportedly obtained a blood glucose result in the '200s mg/dl' with the subject meter. The patient manages his diabetes with humulin r insulin through pump therapy. Based on the alleged result, the patient administered self his usual dose of insulin (based on his sliding scale). An hour after that, the patient claims he felt symptoms of sweaty and felt like he was going to 'pass out.' The patient retested on the subject meter and obtained a blood glucose result in the '40s mg/dl.' The patient treated self with glucose tablets/ glucose gel. The patient denied testing on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. This complaint is being reported because the patient claims he obtained an inaccurate reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. Retains were tested and no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.